Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. Concomitant medical products: 1788tc lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported the patient was admitted to the hospital for implantable cardioverter defibrillator (ICD) system extraction. The system was extracted due to infection. A right internal jugular temporary pacing lead was implanted. Additional information was received and reported that the night of explant, the patient developed ventricular tachycardia (vt). The patient requested that no measures be taken to terminate/convert the rhythm and the patient died.